Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # unk. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes if yes, how was the device removed? The instrument was opened using the emergency lock located at the top of the handle. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? All of them. Did the jaws eventually open? Yes. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number a9e941, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It reported that the stapler jammed when reversing, afterwards it could no longer be opened. The checked there were no staple remnants in the stapler it was the first magazine. The stapler has been discarded. No patient harm nor significant delay reported. Procedure finished with same like device.